Event description:
During an in-house testing for instrument carryover on the unicel® dxh 800 coulter® cellular analysis system a liquid detected in vacuum chamber error was obtained. As a result, the second sample following the error gave plt result of 5.8%. The high to low carryover for plt should be =1.0%. Erroneous yet credible results can occur for plt resulting in higher counts on the second sample following a vacuum chamber detected liquid error. No actual patient samples were reported in this event, and there was no affect to patient or user.

Manufacturer narrative:
Based on the event review, after the vacuum chamber detected liquid error occurs, the recovery cycle does not clean the blood sampling valve (bsv) and rbc aspiration line in the correct sequence causing a small amount of residual blood to be left in the rbc aspiration line. This small amount of residual blood is then delivered with the blood from the second sample after the error causing increased results. All sample line cleaning is performed when the aspiration probe is out of the sample tube, and all cleaning functions are disabled when the aspiration probe is in sample tube. It is not possible to inject diluent into the sample tube. It was determined that the root cause is the event handling of the error by the diluter table.